Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately high out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.